Event description:
Additional information was received. It was reported that manufacturer device report # is a duplication of the same patient and event as reported in manufacturer device report 1220648-2024-10450.

Manufacturer narrative:
B.5 was revised. Any new information will be reported with manufacturer device report 1220648-2024-10450 going forward.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿

Event description:
The user facility reported a 56-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Us complainant reported the patient was on impella cp support and after the implant, there was low pump flow. It was reported that the pump was suctioning. The suction continued despite adjusting the correct position and giving fluids. The clinical representative confirmed the correct pump position; however the pump was explanted.